Event description:
It was reported that one day post-implant, this left ventricular (lv) lead exhibited loss of capture. An x-ray was performed and confirmed the lead was dislodged. It was reported that during the implant procedure, the physician had difficulty placing the lead due to the patient's tortuous anatomy. Only a small lateral vessel was accessible and when positioned, only two of the four poles were adequately placed and the pacing threshold measurements were high. The lv lead was programmed off and the physician considered other options for this patient. Four months later, this lead was explanted and replaced with another coronary sinus lead. No additional adverse patient effects were reported. The explanted lead was discarded at the hospital and will not be returned for analysis.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.